Event description:
Related manufacturer number: 1627487-2022-02748. It was reported the patient experienced a cerebrospinal fluid (csf) leak during a trial procedure. In turn, the patient had a headache that resulted in the physician performing a blood patch. As a result, the leads were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.